Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image did not appear during a pre-use inspection of an olympus video system center. The customer suspected that the issue was caused by fluid invasion. There was no patient injury reported.